Event description:
Boston scientific received information that during a follow up noise was seen on the right ventricular channel which resulted in asystole for > 2 seconds. An invasive procedure of this cardiac re-synchronization therapy defibrillator (crt-d) has been scheduled. The right ventricular lead is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information suggests that an invasive procedure took place and noise was note reproduced. The competitor rv lead was re-inserted into the device header. The competitor lead did not show any visible damage. Pulling and manipulating the lead did not produce noise. The device and lead remain implanted.

Event description:
--

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Subsequently this device was explanted and returned. Upon analysis this event will be updated.

Event description:
--